Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing, high impedances and thresholds, and a loss of capture which were suspected to be caused by a lead fracture related to clavicular crush. The physician decided to perform a lead revision. Upon attempting to extract the lead, the helix would not retract. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.